Event description:
A malfunction was reported on the pump with a malfunction code present. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if any malfunction recurs.